Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025).

Event description:
It was reported through litigation process that approximately sometime later post port placement procedure, the patient allegedly developed with infection and thrombosis. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that approximately sometime later post port placement procedure, the patient allegedly developed with infection and thrombosis. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The patient underwent port replacement procedure for the treatment of sickle cell disease. The intraoperative findings showed encrusted port catheter with fibrin sheath. Disruption with dilation and angioplasty. Replacement through existing access. The port was replaced, and new port was implanted. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.